Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient receiving compounded baclofen intrathecal (72 mcg/ml; 26.793 mcg/day) and compounded morphine intrathecal (25 mg/ml; 9.303 mg/day) in an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). The types of baclofen were stated to be both compounded baclofen and lioresal. The patient experienced the feeling of numbness in her legs and feet starting in (B)(4) 2015. On (B)(6) 2016, the patient was diagnosed with a granuloma. The symptoms were considered to have had a sudden onset, and the device related to the issue was the catheter. The pump was turned to minimum rate mode and the patient was treated with oral medications. The cause of the granuloma (inflammatory mass) was presumed to be medication precipitate. The issue was considered ongoing. Additional information was requested from the hcp regarding concomitant medications and pertinent medical history, but was not obtained. If additional information is received, a follow-up report will be submitted.